Manufacturer narrative:
Additional information: h6. Complaint is not confirmed. The returned device was assembled with a new ar-6410 and ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions to find if the issues reported can be reproduced. The pump was turned on several times, and the issue could not be reproduced. No problem found. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. Visual evaluation noted scratches around the top lid and chips around the edges of the device. The original warranty seal was broken. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. The manufacturing date of the device is no problem found. Refer to investigation photos. Complaint is not confirmed.

Event description:
It was reported that during an anterior cruciate ligament reconstruction the device failed to turn on when plugged in continuously. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.